Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). At the time of this report, the patient has recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient began treatment with vancomycin injection, intravenously 1 gm stat, then once on every 5th day (duration not reported) and tazobactam injection intravenously 4.5 gm twice a day (duration not reported). The cause of the peritonitis was unknown. The action taken with the dianeal therapies was not reported. At the time of this report the patient outcome was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.